Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter measured 23.0 mm. The product specification for this dimension of the distance is 16-24mm. The observed distance is within specification. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect imaging core windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. Imaging core windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal of posterior descending artery and atrioventricular (av) segment of right coronary artery (rca). During the percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view the lesion. It was then noted that lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a hole at the sheath lap joint area of the catheter.